Event description:
It was reported that the patient had infection. The patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was explanted. Additional information was received that the infection was noted at the implantable pulse generator (ipg) site with symptoms of purulent discharge. The physician believed that the infection was not procedure or device related. The patient was doing well post explant and had taken antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 798224 UDI: (B)(4).

Event description:
It was reported that the patient had infection. The patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was explanted.